Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). A 16 x 2.75mm promus premier¿ stent was advanced to the lesion however the device came in contact with the ostium of the lcx and was unable to cross the lesion despite multiple attempts. The device was removed from the patient and it was found out that the distal edge of the stent was deformed. The procedure was completed with a 2.5x20mm promus premier¿ stent. No patient complications were reported and the patient's status was good.